Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacture number: 2017865-2020-04005. Related manufacture number: 2017865-2020-04007. It was reported that a patient reported to clinic with staphylococcus aureus infection, it was noted that the patient also had a history of hepatitis c. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was stable before, during and after the procedure.